Event description:
A newborn was admitted for respiratory distress. The patient kept requiring higher and higher amounts of oxygen even though she was being ventilated. The doctor could not r/o primary pulmonary hypertension and some other conditions that would explain what was going on so the decision was made to place the patient on nitric oxide. At this time, it was discovered that oxygen levels measured on the avea ventilator versus the nitric oxide machine were different. It was then discovered that the patient was receiving less oxygen than ordered. During testing, the avea oxygen analyzer alarm was found to have been disabled. The child was thought to be getting 70% o2 on the avea when in fact she was only getting 24%. This was discovered after the child had been placed on nitric oxide in an effort to provide appropriate ventilator support. The nitric oxide was discontinued and the patient was placed back on the avea ventilator.the nitric oxide machine's o2 analyzer was reading 24% which lead the rt to investigate the discrepancy between the avea's o2 reading and the nitric oxide's o2 reading. After numerous checks, it was found that the avea was not delivering the amount of o2 that was dialed in. A high and low calibration was performed on the nitric oxide machine and the o2 cell was changed on the avea, after which it was found that the avea was only delivering 24% o2. The vent was pulled and tagged. Management was informed of the incident. An unknown rt person had disabled the internal oxygen analyzer alarm due to an incorrect assumption that there had been a known issue in the past with o2 cell (sensor) and that was the cause of what they thought was a false alarm and that they had been told the oxygen analyzer alarm could be disabled. The avea operating manual states clearly that if the internal analyzer alarm needs disabled that an external analyzer should be in place. No external analyzer was in place. A high leadership stat review and response was triggered immediately by this event with appropriate follow-up and interventions. After correction of the situation, the patient was subsequently extubated and discharged home within six days of the date of this event. This voluntary report depicts the known healthcare risk posed by the disabling and/or ignoring clinical alarms.